Event description:
The doctor removed the lens due to posterior capsular rupture. The incision was enlarged to replace the lens. Sutures were required, however, there were no reported complications with the patient.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus.